Event description:
Siemens was notified on (B)(4) 2013 that when the customer set the command for the height position of the table after imaging, the table did not stop at the correct position resulting in impact with the patient. There is no report of mistreatment or injury to the patient. This reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).